Event description:
A sixty-minute countdown error message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced a loss of consciousness; however, no treatment was reported. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (storage state). Insertion failures was observed. Watermark was not observed at the base of the tail. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. This complaint is not confirmed due to the sensor tail was not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A sixty-minute countdown error message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced a loss of consciousness; however, no treatment was reported. No further information was provided. There was no report of death or permanent impairment associated with this event.